Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The sample was inspected at 10x microscope magnification and was received with scratches, fibers, particles and viscoelastic residues. Both haptics were observed distorted. Those conditions were typically of a removed lens. The complaint ¿lens was implanted and explanted in the same surgery. Location contact believes it was due to vitreous¿, cannot be verified since it is related to surgical process. Manufacturing defects were not identified in the return sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and then removed within the same surgery. Limited information provided stated that they believe it was due to vitreous and they used another different lens. No further information was provided.